Event description:
Weight bearing patient reported pain, strut collapsed while fully locked. Patient broke thorough the regenerated bone. Surgeon was able to acutely pull the strut back out to the appropriate length in the ER.

Manufacturer narrative:
.

Manufacturer narrative:
The associated complaint device was not returned. A review of complaint history revealed prior complaints for the listed failure mode, no prior complaints for the listed lot. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.